Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that one of her leads had fractured. This right atrial lead was explanted and replaced with another manufactures lead. No adverse patient effects were reported.